Event description:
Used multiple times during procedure - 5th time, clamped and coag'ed - but could not release from tissue. Torn tissue and some bleeding when forcibly removed. No injury to pt indicated.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.